Event description:
It is reported that the pt was revised due to fracture of the screw in the articular surface. The x-ray revealing this fracture is dated (B)(6) 2013. The exact date of the revision surgery is currently unk.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.